Event description:
Procedure: hepatic metastasectomy. According to the report: while making the termino-terminal anastomosis with use of the eea31 stapler, once the stapler was closed, the stapler only cut the inferior "doughnut" and the staples remained open. The staff had to dissect the rectum again to make a new cut and t-t anastomosis.